Event description:
Father called to report that the threads on the leadscrew seem to be worn and the driver block slides over the leadscrew with the arms engaged. Did notice that the leadscrew seemed to be stuck about 2 weeks prior to incident but worked fine after cleaning it so they did not call to troubleshoot.